Event description:
Affiliate reported that the surgeon zeroed the microsensor successfully prior to implanting. He created the burr hole and implanted the microsensor in the operating theatre with successful transducer detection and icp readings displayed on the icp monitor, on transfer to the ICU, the icp monitor displayed "no transducer detected." The surgeon checked all connections were intact, still no transducer detected. The icp monitors and cable was changed with no transducer detected. The surgeon removed the microsensor, implanted a new one and the transducer was detected and the icp displayed on the monitor.

Manufacturer narrative:
The device has been received at the manufacturer site. Upon completion of the investigation, a follow up report will be filed.